Event description:
Reportable based on device analysis completed on 20-dec-2014. It was reported that crossing difficulties were encountered. The 90% stenosed, 15mmx3.0mm, eccentric, de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and moderately calcified mid right coronary artery (rca). Following predilation with a 2x20mm balloon catheter, a 3.00x16mm promus element¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion after several attempts. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. The distal stent struts were stretched and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues noted with the profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).